Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the physician punctured the patients' left femoral artery and inserted the super arrow-flex (saf) sheath with dilator. He then attached a blue one-way valve and vacuumed the intra-aortic balloon (iab) catheter twice inside of the tray to wrap the balloon tightly. Afterwards, he then grasped the iab closely and removed it from the tray horizontally per the instructions for use. During the catheterization, the balloon unwrapped right away. The physician tried to advance the iab, but he could not pass it through the saf sheath. As a result, the saf sheath and balloon catheter were removed and a new iab kit was opened. The physician inserted the new saf sheath and catheter into the same insertion site and placement was successful. There was no excessive bleeding during the procedure. There was a 10 minute delay in treatment, no patient death and no patient complications reported.